Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained high rates. There was intermittent rv lead oversensing and undersensing on stored electrograms with noted low r waves and occasional t-wave oversensing (twos). In addition, the lead threshold was high. Real time pocket manipulation and isometrics showed no oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the rv lead issues.